Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent break was unable to be confirmed; however there was a noted shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported/noted damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, the affiliate was inspecting return products at the local warehouse when they noticed a 3.0x38mm xience xpedition stent delivery system (sds), a 3.0x15mm xience xpedition sds, and two 014 bmw hydro guide wire outside their carton. The pouches were opened and re-closed with a stapler. The 3.0x15mm xience xpedition sds had notes on the label stating: stent broken inside the catheter. No other information was provided for the other devices. No additional information was provided.